Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen and it made it hard to read. Customer's blood glucose level was unknown. Customer reported that insulin pump rejected the batteries. Customer reported that insulin pump had a no delivery alarm during prime. Customer stated that 3 to 4 times battery died faster after low battery warning. Customer reported that the rewound was slower and battery cap worn out which difficult to remove. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.